Manufacturer narrative:
Through follow-up communication (#ai-025590) livanova learned that at customer's facility the heater cooler devices are cleaned regularly per the instruction for use and that they are placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. No patient reusable heating blankets are used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used. In addition livanova learned that when the device is not used,it is it stored full of water and the hydrogen peroxide (h2o2) level is not checked daily but only if the device is used. A device service history review has been performed and identified that the unit was manufactured in 2019 and three other similar events have been reported, but no global concerning trend has been identified. As per device instruction for use the hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. Therefore, it cannot be excluded that this deviation may have led/contributed to the reported contamination. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bologna, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.